Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine and fentanyl via an implantable pump for spinal pain indications. It was reported that the hcp stated they were with the patient today for a pump refill. The hcp reported that they ran the logs on the pump and it showed a motor stall 2 days ago and a motor stall recovery like when the patient gets an MRI. The patient stated that they did not have anything like that go on and it stalled for 20 minutes before it recovered. An agent asked if the patient was around any magnet sources on saturday and the patient stated no. It was recommended that they call back if the issue persisted.